Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for power loss. The blood glucose reading was 18 mmol/l. The insulin pump was not returned at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the self- test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm and low battery alarm was noted in the formatted history file. No unexpected power error 25 noted during testing or in the formatted history file. Detailed trace analysis confirmed the power loss alarm and low battery alarm was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector on electronic board. The device was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and keypad overlay texture damage.